Event description:
The customer reported a "speaker malfunction" visual message on the monitor's display screen. No pt harm was reported.

Manufacturer narrative:
(B)(4). The reported description of this complaint notes there was a "speaker malfunction" visual message on the monitor's display screen. The user also notes that there was no alarm sound for the monitor's speaker. The device display provided a visual display alert of a speaker malfunction; the device labeling instructs that effective monitoring includes close personal observation, and warns against reliance solely on audible alarming. In the presence of life-threatening events when no sound is audible, serious injury and/or death can occur. According to the service engineer, the monitor's speaker was replaced. There have been no further speaker malfunction issues reported with this cited monitor. Consideration of this complaint and any similar complaint does not indicate any possible design, mfg, materials, or labeling problem. No further investigation or action is warranted.